Manufacturer narrative:
Concomitant medical products: dtmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low tip to coil impedance out of range. In addition, possible undersensing in the atrial lead was noted on the current electrograms (egm). The leads remain in use. No patient complications have been reported as a result of this event.